Event description:
The patient stated that she is currently in the hospital due to high blood glucose of 597 mg/dl. She stated that her symptoms of high blood glucose were frequent urination, thirst, and being tired. She stated her normal blood glucose range is 150-250 mg/dl. She stated that her physician advised her that her infusion device is under recall and she should have it replaced. The patient stated that she does not believe that her infusion device is delivering insulin correctly. She stated that in 2006 her blood glucose monitor read "hi" and she went to the hospital. She stated that her physician did not trust the pump and she disconnected from it on next day. She has been using insulin injections since then and she stated that she finds it difficult to control her blood glucose this way. She stated that she is on antibiotics for an infection, but she is unsure what type of infection she has. The patient stated that her basal rates are set correctly and she was able to program a bolus in the air. A request for patient training was submitted. Information regarding training is not yet available. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.